Event description:
It was reported that the pump and the tandem-provided charging supplies became hot to the touch despite being in room temperature conditions. Reportedly, the pump was charging at the time of the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.